Event description:
The customer alleged the base of the lift was damaged and the legs were not even, one leg was lifted a little bit. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Viking m mobile lift is a general-purpose lift with the intended use in; health care, intensive care and rehabilitation. Viking m mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions viking m mobile lift gives a flexibility for most lifting situations such as lifting to and from wheel chair, bed, toilet and floor. Horizontal lifting can also be performed in combination with the liko¿ octostretch¿ accessory. Replacement parts were ordered to repair the lift. Additional information has been requested regarding the reported incident, the investigation is ongoing, any additional information received will be submitted in a final report.

Manufacturer narrative:
Viking m mobile lift is a general-purpose lift with the intended use in; health care, intensive care and rehabilitation. Viking m mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions viking m mobile lift gives a flexibility for most lifting situations such as lifting to and from wheel chair, bed, toilet and floor. Horizontal lifting can also be performed in combination with the liko¿ octostretch¿ accessory. The lift was inspected on site and the defective parts were returned to the warehouse where it underwent inspection by the engineers. Upon inspection, the technician found the brake caster was not rotating well, unit was missing a nut, lock and fork covers. It was additionally noted that there was deformation on the middle beam at the left fork leg pivot which allowed the left leg front caster to rise about 1". The field service technician replaced the brake caster, middle beam, fork locking attachment, plastic covers to resolve the alleged issue. The technician performed functional and visual tests per the service manual to verify the lift functioned as designed. Baxter will continue to monitor and trend this issue. Based on this information, no further corrective actions are required at this time.

Event description:
The customer alleged the base of the lift was damaged and the legs were not even, one leg was lifted a little bit. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This report was filed in our complaint handling system as complaint # (B)(4).